Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: as reported, during an unspecified procedure, an advance 35 lp low profile balloon catheter ruptured upon the first inflation. Access was obtained in the femoral artery to target a lesion in the common iliac artery. The vessels were not calcified or angulated. The balloon was inflated one time, using a 1:1 ratio of contrast to saline and an unknown inflation device, to eight atmospheres, when the balloon ruptured. An unknown 6 french sheath was also used during the procedure; however, the complaint device was removed by itself, without the sheath. Another device was used to complete the procedure. There have been no adverse effects to the patient. Investigation ¿ evaluation: a document-based investigation was also performed including a review of complaint history, device history record, drawing, the instructions for use, manufacturing instructions, and quality control data. The complainant did not return the complaint device to cook for investigation, nor were photos provided. There are no devices from from complaint device lot to be used for review. There are no incidents similar enough to this event to be used as a representative device as there are many factors that can contribute to balloon rupture (patient anatomy, lesion location, inflation pressure). A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows one other complaint associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: device description: ¿the balloon is manufactured from an extra-thin wall, high-strength, minimally-compliant material. Particular care should be taken in handling the balloon to prevent damage. It will inflate to the indicated size parameters when utilizing proper pressure recommendations. Adhere to balloon inflation pressure parameters indicated in the compliance card insert. Refer to label for further information. Use of a pressure gauge is recommended to monitor inflation pressures.¿ intended use: ¿the advance 35lp low profile pta balloon dilatation catheter is indicated for percutaneous transluminal angioplasty (pta) of lesions peripheral arteries including iliac, renal, popliteal, infrapopliteal, femoral, and iliofemoral as well as obstructive lesions of native or synthetic arteriovenous dialysis fistulae.¿ warnings: ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, which resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures.¿ ¿do not use a power injector for balloon inflation or injection of contrast medium through catheter lumen marked ¿distal¿. Rupture may occur.¿ instructions for use balloon preparation: ¿choose a balloon appropriate to lesion length and vessel diameter.¿ ¿upon removal from package, inspect the catheter to ensure no damage has occurred during shipping.¿ balloon introduction and inflation: ¿note: if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution.¿ ¿inflate balloon to desired pressure. Adhere to recommended balloon inflation pressures. (See compliance card insert.)¿ ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ how supplied: ¿store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded that component failure likely contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified procedure, an advance 35 lp low profile balloon catheter ruptured upon the first inflation. Access was obtained in the femoral artery to target a lesion in the common iliac artery. The vessels were not calcified or angulated. The balloon was inflated one time, using a 1:1 ratio of contrast to saline and an unknown inflation device, to eight atmospheres, when the balloon ruptured. An unknown 6 french sheath was also used during the procedure; however, the complaint device was removed by itself, without the sheath. Another device was used to complete the procedure. There have been no adverse effects to the patient.